Manufacturer narrative:
Weight: (B)(6). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient experienced redness and blistering on their back and right upper arm totaling over 5% of their body surface area. The patient was taken to surgery where a transparent protective film was placed over the area to protect it. The customer did not use the full set of ge recommended rf padding for the exam. Additionally, the images indicated that the patient was laying on some unknown object that displayed increased signal intensity and corresponded directly with the area of redness.

Event description:
The patient underwent surgical debridement as treatment for the burn.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. A passing system check performed by the local gehc service engineer confirmed that the system was fully functional. No systemic issues were identified in reviewing the available information and the system appears to have been operating within specifications and functioning normally. The root cause of the injury was determined to be use error due to use of a non-ge approved object/pad generating strong proton signal that was placed on the patientâs back aligning with the affected area of warming. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.